Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion of the lead was returned in one piece. Visual inspection did not find any anomalies on the partial lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturing reference number: 2017865-2023-11746 related manufacturing reference number: 2017865-2023-11750 related manufacturing reference number: 2017865-2023-11752 it was reported that the patient passed due to congestive heart failure and hypertensive arteriosclerotic heart disease. There is no known allegation from a healthcare professional that the biventricular implantable cardioverter defibrillator system caused or contributed to the patient's death.